Manufacturer narrative:
Based on the information available, the cause of the slippage described cannot be clearly determined. The deviation found (loose threaded pin on the release knob on the underside of the fixed arm) cannot be linked to the incident. The affected component (fixed arm) was in mint condition at the time of delivery on september 11, 2025, and was returned with relatively heavy signs of wear after a period of use of less than one month. As no deviations were found on the product in question that could cause or contribute to the reported incident, we suspect that maybe the pinning technique was not optimal, as described in the product's instruction manual (secure the patient's head to the skull clamp): "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline." The customer was asked to provide additional information on the reported incident. Any relevant findings will be presented in a follow-up report, if applicable.

Event description:
Customer informed us on september 29 that one of our products was involved in a case in which the treated patient sustained a laceration.